Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Attempts were made to contact the customer, but no contact was made.

Event description:
Customer reportedly received result of 400 mg/dl on the aviva system and 160 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.